Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation. Failure analysis of the scope confirmed it passed final qa/qc testing. Video review showed no use errors and confirmed the lesion was pleural, indicating elevated inherent risk for pneumothorax. The physician did not attribute the pneumothorax to the galaxy system, citing the patient's high-risk profile and lesion location as the likely cause. Video review supported this conclusion. The event is consistent with the known inherent risks of bronchoscopy and transbronchial biopsy procedures. This complaint is reported due to the following conclusions: a pneumothorax was reported following a galaxy-assisted biopsy procedure. The injury was identified near the biopsy site along the pleura. A chest tube was placed, and the patient was admitted overnight. The patient was considered high-risk for pneumothorax due to malignancy, prior biopsy history, and lesion location. The physician did not attribute the injury to the galaxy system and stated it was related to lesion location and patient-specific factors. No malfunctions were reported.

Event description:
The pneumothorax was identified near the biopsy site at the pleura. A chest tube was placed, and the patient was admitted overnight and discharged the following day. The patient had a history of malignancy and prior biopsy in a different region and was considered high-risk by the physician. No malfunctions were reported.